Event description:
It was reported that the purewick female external catheter at hospital was the worst experience of their life and that customer was thinking about suing also said they did not hear back from anyone regarding their complaint. Per follow up via phone on (B)(6) 2024, it was reported that the patient experienced some itching from the wick, and then went on to say that urine got all over the private area and to the back of butt and patient got a wound and it was the worst experience patient ever had in life. Patient did not receive appropriate care for the wound in either the hospital or the nursing home, it was only when patient went to (B)(6) that patient got someone to call a wound clinic, who came out and took a picture of the wound and started treatment. Patient was in so much pain could not even sit still and was almost well now. Patient would find out who to sue. As an aside, patient said emphatically, would not be using the purewick at home and that had already told friends not to get one either and they should just use diapers. Per follow up via phone on (B)(6) 2024, it was reported that customer had an emergency visit to community hospital because of their medical condition. The purewick device was used on customer to assist with urine collection. Customer spent eight days in the hospital and explained that this experience was not good. It was told the staff that customer private area was irritated and felt raw. They continued to use the device and customer was eventually discharged. The patient was moved to a nursing home and customer stated that the skin in their private area was still irritated. Customer requested vaseline to treat the area. Customer went home for a few days and was admitted to (B)(6) hospital for an unrelated medical condition. It was at this visit that the customer spoke with the nurse about being irritated and the nurse assessed their private area. The nurse informed the customer that the area was very raw and red. The nurse also took a photo of the area and showed the customer. The customer believed that the wicks caused a bad reaction also stated that a photo sample was available from the staff at (B)(6) hospital in (B)(6). The customer did not have any contact information to retrieve the photo but stated that the visit was in (B)(6) 2024 if someone needed to reach out to the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter at hospital was the worst experience of their life and that customer was thinking about suing also said they did not hear back from anyone regarding their complaint. Per follow up via phone on 05nov2024, it was reported that the patient experienced some itching from the wick, and then went on to say that urine got all over the private area and to the back of butt and patient got a wound and it was the worst experience patient ever had in life. Patient did not receive appropriate care for the wound in either the hospital or the nursing home, it was only when patient went to (B)(6) that patient got someone to call a wound clinic, who came out and took a picture of the wound and started treatment. Patient was in so much pain could not even sit still and was almost well now. Patient would find out who to sue. As an aside, patient said emphatically, would not be using the purewick at home and that had already told friends not to get one either and they should just used diapers. Per follow up via phone on 06nov2024, it was reported that customer had an emergency visit to community hospital because of their medical condition. The purewick device was used on customer to assist with urine collection. Customer spent eight days in the hospital and explained that this experience was not good. It was told the staff that customer private area was irritated and felt raw. They continued to use the device and customer was eventually discharged. The patient was moved to a nursing home and customer stated that the skin in their private area was still irritated. Customer requested vaseline to treat the area. Customer went home for a few days and was admitted to (B)(6) hospital for an unrelated medical condition. It was at this visit that the customer spoke with the nurse about being irritated and the nurse assessed their private area. The nurse informed the customer that the area was very raw and red. The nurse also took a photo of the area and showed the customer. The customer believed that the wicks caused a bad reaction also stated that a photo sample was available from the staff at (B)(6) hospital in (B)(6). The customer did not have any contact information to retrieve the photo but stated that the visit was in (B)(6) 2024 if someone needed to reach out to the hospital. For clarification per previous follow up on 14dec2024, customer stated that the device caused patient to become irritated in their private area, resulting in the customer skin being very red and raw in that area. No medical history was reported by the customer. It was stated that the customer treated the area with vaseline to soothe the irritation.